Event description:
It was reported that the ipg would not charge and the patient was experiencing inadequate stimulation. It was also stated that the patients leads had migrated. The patient underwent a replacement procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16527473/16619812.